Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to disassociation of ball head from tandem bipolar.

Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the complaint history records were performed which confirmed that there were no similar complaints. The clinical/medical team found, no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.